Event description:
It was reported a patient experienced an overdose resulting in a "systemic affect." The reporter was questioning a leak of drug from around the seal of the refill port. The reporter was unable to provide any specific patient, drug, or device information. Further follow was not possible.